Event description:
It was reported that the pump was in use under continuous pressure and was working fine before it started to malfunction. The pump keeps flashing low battery no matter how much they charge it. There was a delay in treatment, because when the pump stopped working they took it off and the nurse caring for the patient placed a standard dressing on the wound. The same day a new pump was delivered and the nurse that was visiting the following day was going to take the standard dressing off the patient and place a negative pressure dressing back on the patient.

Manufacturer narrative:
Result of investigation: the device used in treatment has not been returned for evaluation, without this assessment we are unable establish a relationship between the fault reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous four years, failures reported are under constant review to monitor for adverse trends. However, it is deemed at this time no further action is deemed necessary in relation to this complaint, which is closed and recorded, insufficient information to determine a root cause. Factors that may affect charging the described failure mode is failure to charge and can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.